Manufacturer narrative:
Exact date unknown, event occured in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 19535084.

Event description:
It was reported that the patient was no longer getting pain relief due to lead migration as confirm through x-ray. The patients leads were replaced with two MRI compatible linear leads. The patient was successfully reprogrammed post-op. The leads were discarded.